Manufacturer narrative:
Correction to device coding block in supplemental report 001.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
The manufacturer¿s representative (rep) reported the patient started their trial on (B)(6) and was using hd stimulation. The rep. Met with the patient on (B)(6) as they weren't getting good results with the trial and had a lack of pain relief so the rep. ¿shifted¿ stimulation up a level thinking the leads may have moved with an x-ray confirming one lead had moved up and one lead had moved down. There were no traumas or falls reported related to this issue. An impedance test was also performed which showed high impedances on all pairs with #3 and a short involving #2. During the meeting with the patient the rep. Tried ld stimulation which the patient felt in their legs, but they didn¿t think it was providing much pain relief. The rep. Met with the patient again on (B)(6) and used only the 8-15 lead for programming with hd and they were hoping the patient would get some benefit from this. It was noted the rep. Wasn't able to check for lead alignment or lead damage as the physician had just newly taped up the multi-lead trialing cable (mltc) when the rep. Thought about looking at the mltc connections. The trial was scheduled to end on (B)(6). No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), product type screening device. Product ID 977d260, serial# (B)(4), product type: screening device.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the actions taken to resolve the lead migration, high impedances, and poor therapeutic results included programming around. The rep stated that the cause of the issues was due to user error on the multi lead trialing cable (mltc) and patient activity for movement. Even with the difficulty with the leads they were able to capture parathesia in areas close to the patient's pain pattern. The patient did not like the stimulation anytime during the trial even though they were compliant. The patient did not want to proceed with the implant. No further complications were reported/are anticipated.